Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 589 mg/dl. She treated with the insulin pump and it went higher. She changed the set and treated with manual injection and started to go down. Current blood glucose is 526 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. The doctor changed the settings a month ago but customer stated that time, date, basal rates and bolus wizard are set up correctly. Customer was unable to remove the set to check the cannula. She declined to perform the high pressure test. The customer mentioned that the night before, she disconnected and reconnected the tubing and reservoir and noticed that it twisted differently and the set would not come off; maybe she made it loose. Customer would change the set as soon as possible and will monitor the insulin pump.